Event description:
Patient reported they developed heavy bite issues from byte treatment that required additional dental scans to assess the damage done. The misalignment caused now puts them at risk for fractures and further enamel wear.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.